Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for non-malignant pain/post herpetic neuralgia. The pt underwent explantation of the device two months later after the health care professional diagnosed the pt with an infection due to staph epidermidis. The device was not returned to the MFR for analysis. Sterilization records showed the device had been sterile upon shipment to the health care professional. Additional info on pt treatment course and outcome has not been received, despite several requests to the health care professsional.

Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for non-malignant pain/post herpetic neuralgia. The pt underwent explantation of the device two months later after the health care professional diagnosed the pt with an infection due to staph epidermidis. The device was not returned to the MFR for analysis. Sterilization records showed the device had been sterile upon shipment to the health care professional. Additional info on pt treatment course and outcome has not been received, despite several requests to the health care professsional.